Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair on (B)(6) 2015 and suture was used. While suturing the fascia, the needle fractured and the distal portion was imbedded in the fascia. The proximal portion remained wedged onto the suture material and was retrieved. The attempts to retrieve the embedded portion of the needle were unsuccessful. Ap and cross table lateral x-rays confirmed that the needle was in the fascia or above at a depth of about 20mm in the skin. The fascia was closed using another like device. The location of the needle portion will be monitored by x-ray periodically. No additional information was provided.